Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula crimped events on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 5 hours at the longest. The blood glucose level was 30 mg/dl and the patient was treated with carbohydrates. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information available.